Manufacturer narrative:
(Critical open book alarm) open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a broken force sensor was detected during seating or regular delivery alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised they received the alarm during basal delivery and the issue remained unresolved. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.